Manufacturer narrative:
The device was received for evaluation. During functional testing, error in line was not reproduced. A review of event history log revealed air in line multiple times. Evaluation sent device to flow lines for ultrasonic sensor air testing and it passed. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the ultrasonic sensor calibration out of specification. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed air in line during unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.